Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of damage on the modular cable (lot number: 194644) was unable to be confirmed. The modular cable was not returned for analysis. The submitted log files were reviewed and no alarms related to the reported damage were noted. Provided information indicated that the modular cable would be exchanged. Attempts were made to obtain additional event information, but no response was received. The root cause for the damage was not able to be conclusively determined via this investigation. The device history records were reviewed and revealed no deviations from manufacturing and qa specifications. Heartmate iii instructions for use section 2 - ¿system operations¿ and heartmate iii patient handbook section 2 - ¿how your heart pump works¿ explain that if it has been determined that damage has been detected in the modular cable, it should be replaced. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient's backup system controller was exchanged due to "safety hazards" and there were plans to exchange the patient's primary system controller and modular cable.

Manufacturer narrative:
Section e1: reporter email was not available. Manufacturer's investigation conclusion: the reported event of damage on the modular cable (lot number: 194644) was unable to be confirmed. The modular cable was not returned for analysis. The submitted log files were reviewed and no alarms related to the reported damage were noted. Provided information indicated that the modular cable would be exchanged. Attempts were made to obtain additional event information, but no response was received. The root cause for the damage was not able to be conclusively determined via this investigation. The device history records were reviewed and revealed no deviations from manufacturing and qa specifications. Heartmate iii instructions for use section 2 - ¿system operations¿ and heartmate iii patient handbook section 2 - ¿how your heart pump works¿ explain that if it has been determined that damage has been detected in the modular cable, it should be replaced. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.